Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported on the same patient involving two separate products; mdrs# 1225714-2014-02401, 02402, 02403, 02404, 02405 and 02406.